Manufacturer narrative:
Lot information was not provided by the reporter. Expiration date unknown as lot is unknown. (B)(4): no adverse consequence to patient reported. Per quality control specification, the proximal fitting is confirmed to be securely attached to the catheter shaft and the fitting is free of damage. The overall catheter surface is confirmed to be clean and free of excessive damage or imperfections. One product was returned in an opened and used manner. Inspection revealed the catheter shaft has separated just below the hub. Based on the information provided and the results of the investigation, it is feasible to suggest the catheter met resistance beyond its design. We will continue to monitor for similar complaints. The internal appropriate personnel have been notified.

Event description:
The catheter fractured at the hub while in the patient. The catheter was removed and another catheter placed. A foreign object did not have to be retrieved from the patient; no additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.